Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 11-mar-2025 and forwarded to millyard advanced medical products, llc on 12-mar-2025. The patient reported that the remote indicated the pump needed to be closer to the infusion site. After moving the pump, she received a cassette depleted alarm. The patient had changed her cassette earlier that day. The patient then changed her batteries, cassette, and pump and received a cassette depleted alarm. Troubleshooting was unsuccessful. The patient had an additional pump and was able to resume infusion. No adverse side effects or interruption in therapy was reported. No components or further information related to reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.